Manufacturer narrative:
(B)(4), no code available (therapy/non-surgical treatment, additional). The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-00301, 3005099803-2011-00302, 3005099803-2011-00303 address these devices. It was reported to boston scientific corporation that four 7fr x 5cm flexima biliary stent systems were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of (B)(6) female patient (patient weight is unknown). During the procedure, the four 7fr x 5cm flexima biliary stent system guide catheter broke into multiple pieces as they were retracted for stent deployment. The devices were removed from the patient and all guide catheter pieces and stents were removed with forceps. The procedure was completed with a 7fr x 7cm flexima biliary stent system with no reported patient complications. The patient was reported to be fine after the procedure.